Event description:
It was reported that this pacemaker showed an estimated battery longevity of six months at the previous follow-up. Today, the device was found to be in safety mode during a routine check. The plan is to schedule a device replacement in a few weeks. Subsequently, this device was explanted and replaced. No additional adverse patient affects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed an estimated battery longevity of six months at the previous follow-up. Today, the device was found to be in safety mode during a routine check. The plan is to schedule a device replacement in a few weeks. Subsequently, this device was explanted and replaced. No additional adverse patient affects were reported. Additional information was provided from the local boston scientific representative that the device will not return for analysis. After the device was explanted, it was discovered that the device output was not adapted to a lower, more appropriate voltage, instead the device was programmed to 3.5 voltage for the whole lifetime of the battery and showed good longevity.

Event description:
It was reported that this pacemaker showed an estimated battery longevity of six months at the previous follow-up. Today, the device was found to be in safety mode during a routine check. The plan is to schedule a device replacement in a few weeks. Subsequently, this device was explanted and replaced. No additional adverse patient affects were reported. Additional information was provided from the local boston scientific representative that the device will not return for analysis. After the device was explanted, it was discovered that the device output was not adapted to a lower, more appropriate voltage, instead the device was programmed to 3.5 voltage for the whole lifetime of the battery and showed good longevity. Additionally, this device was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.